Event description:
Procedure: lap appendectomy. According to the reporter: the jaws would not open. The surgeon stapled distal to first stapler and put in a second 12mm trocar to resect the bowel. The procedure was completed with another device.

Manufacturer narrative:
Initial report sent to FDA on 10/26/2009.